Event description:
The pt was implanted with a siltex saline mammary prosthesis. Subsequently, the pt experienced a deflation of the device, an infection and capsular contraction. The device was removed in 1999.